Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: according to the black box and pump history, the last basal delivery was on (B)(4) 2018 at 8:28 pm. The alarm history showed a ¿cannula refill¿ record in the prime history. No activity outside of normal use was observed. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. No errors, alarms, or warnings occurred during the investigation. The cartridge was removed and reinserted to simulate a cartridge change; ¿ez-prime¿ steps were correctly performed and recorded. In conclusion, the product performed within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged "the prime history did not reflect the infusion set changes accurately". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.